Event description:
It was reported that the pump touch screen was dark and not turn on. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. At the time of the reported event, customer had not yet done anything to address the high bg. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.